Manufacturer narrative:
Customer technical support (cts) advised the customer to flush the chemistry cartridge (cc) sample probe and then perform recalibration. This repair did not correct the issue. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse observed the leak coming from the cc crane tubing and replaced the tubing. The fse performed calibrations and ran qc, which all resulted within assay limits.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a problem with the ammonia (amm) calibration on the unicel dxc 600 pro synchron chemistry analyzer. The customer also reported that the chemistry cartridge (cc) sample probe was leaking from the bottom. No injury was reported for this event.